Manufacturer narrative:
The customer ran a hardware performance check. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 4000 c311 analyzer. Patient 1 initial result was 108 mmol/l and the repeat result was 125 mmol/l. Patient 2 initial result was 110 mmol/l and the repeat result was 138 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer found crystallization and that the ise rinse unit did not work properly, and the ultrasonic mixers were broken. He replaced the parts which resolved the issue. Based on the information provided, the investigation did not identify a specific product problem. The cause of the event could not be determined.